Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. Reportedly, the customer reuses cartridges. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 170-180 mg/dl.